Manufacturer narrative:
Based on the information provided, it could not be determined that the alleged skin graft failure noted on (B)(6) 2021 was related to the activ.a.c.¿ therapy system. The skin graft was noted to have 50% take. The home health nurse reported that the graft failure was allegedly caused by overall non-compliance by the patient while on the activ.a.c.¿ therapy system as well as when an alternative dressing was utilized. The device passed quality control checks before and after placement. This event is being filed due to potential use error. Device labeling, available in print and online, states: warnings. Keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 15-sep-2021, the following information was provided to kci by the home health nurse: the patient was admitted to the hospital on (B)(6) 2021. On 16-sep-2021, the following information was provided to kci by the home health nurse: the activ.a.c.¿ therapy system came off almost daily and nursing would have to go out and place the activ.a.c.¿ therapy system back on. The patient had a skin graft placed, date of placement is unknown. On unknown date, the patient went to the surgeon's office and the activ.a.c.¿ therapy system was discontinued. An alternative dressing was placed and when the patient left the office, the patient ripped the bandage off along with the skin graft while she was getting out of the car to go into the house. Patient had a second surgery for a new skin graft on (B)(6) 2021. On 01-oct-2021, the following information was provided to kci by the nurse practitioner: patient was discharged from hospital with activ.a.c.¿ therapy system on (B)(6) 2021 due to injury sustained on (B)(6) 2021 with multiple wound debridements performed. Patient had a skin graft placed on (B)(6) 2021. On (B)(6) 2021, the skin graft was evaluated and it was noted that there was partial graft failure with 50% take of graft. The activ.a.c.¿ therapy system was removed at this time and patient was placed on an alternative dressing. On (B)(6) 2021, a second skin graft evaluation was completed and it was noted that the skin graft was completely gone. Patient had surgery on (B)(6) 2021 for placement of a new skin graft with activ.a.c.¿ therapy system placed and there were no known issues or problems; the skin graft healed without incident. The cause of the graft failure could not be determined. Possible causes were either normal bacteria/bacterial colonization since the wound was an old wound or it could have been use error because there was shearing to the graft. On 08-oct-2021, the following information was provided to kci by the home health nurse: the graft failure was due to overall non-compliance. The patient did things that she wasn't supposed to, and the nurses often had to go and re-place the activ.a.c.¿ therapy system after the v.a.c.® dressing would come apart. The patient even ripped off the alternate dressing which took the skin graft off. No additional information was provided. On 22-jul-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 05-oct-2021, the device was tested per quality control procedure by kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.